Event description:
One touch fasttake meter was reading inaccurately high. The medical affairs specialist spoke with the patient to obtain additional information. The patient reported that they had been obtaining elevated results for 2 weeks. They were seen at their physician's office for a routine check up and had been feeling as though they were going to pass out and feeling generally unwell. Their physician had advised them to go in for a lab test the following day. They reported blood glucose results of 206 mg/dl with a lifescan meter and 152 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. No treatment was received. The customer care representative walked the patient through two consecutive control solution tests and the results fell outside the specifications. The meter, test strips, and control solution were replaced.